Event description:
As described by the customer "tempus pro - 'immediate shutdown needed' displayed during cardiac arrest and tempus pro shutdown." Up on log files analysis it was found that this failure related to recall fa-009 (z-1997-2021).

Event description:
As described by the customer 'tempus pro - "immediate shutdown needed" displayed during cardiac arrest and tempus pro shutdown'. Up on log files analysis it was found that this failure was related to recall fa-009. The device log files was investigated by rdt and found device was reset due to device reset due to the laryngoscope not functioning correctly. Field action 009 is in place for trizeps vii devices failing when the laryngoscope is unplugged. The device performed to specification by displaying the alarm and shutting down. The customer stated that the laryngoscope was not unplugged during the incident. The device was returned for investigation on 10th august and found that the usb ports were loose causing an intermittent connection to usb devices connected to the tempus pro. The front case assembly was replaced and the device was then tested by the engineer. The device is now performing to specification.

Event description:
It has been reported to philips that the device was showing "immediate shutdown needed" displayed during cardiac arrest and tempus pro shutdown.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that "immediate shutdown needed" displayed during cardiac arrest and tempus pro shutdown. The complaint was escalated for technical investigation. The logs shows that the device reset due to the laryngoscope not functioning correctly. This failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.